Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that within a week, the pump had been alerting patients and nursing staff to the same error. The pump had displayed a small volume left and had alerted air in the line, but the pump tubing and reservoir had appeared to be empty. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned and therefore the reported complaint cannot be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.